Event description:
It was initially stated that the customer was experiencing low blood glucose levels of 54 mg/dl, which required medical assistance by the paramedics. The customer later called back stating, she was hospitalized because of the low blood glucose levels. Troubleshooting revealed that the customer primed the insulin pump, while she was still connected to the infusion set, therefore, receiving sixteen units of insulin.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.